Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the spyglass ds controller was not able to recognize the spyscope and did not switch over to video. The spyscope ds ii did not show an image. The controller was rebooted, and they tried different hook ups and connections; however, the problem was not resolved. The procedure was not completed due to this event. The physician brushed the stricture, placed a stent and said he would bring the patient back when spy is working again. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on february 23, 2021. During the procedure, the spyglass ds controller was not able to recognize the spyscope and did not switch over to video. The spyscope ds ii did not show an image. The controller was rebooted, and they tried different hook ups and connections; however, the problem was not resolved. The procedure was not completed due to this event. The physician brushed the stricture, placed a stent and said he would bring the patient back when spy is working again. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. H10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that both y/c video outputs were worn. The front panel was damaged and the top cover had cosmetic damage. A functional evaluation noted that the flex cable from the catheter interface printed circuit board (pcb) to the camera pcb was partially disconnected. The flex cable, front panel, keypad, bumper, top cover, cover gasket and both y/c video output connectors were replaced. The light engine was disassembled. The catheter interface contacts and block assembly were cleaned. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Although these units may have a life expectancy of 7 years, the frequency of transport and/or storage of the unit likely contributed to the reported event. Therefore, since it was confirmed by the customer that the unit fell onto the floor during transport, the conclusion code selected is cause traced to transport storage. This indicates problems traced to transport or storage of the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.